Manufacturer narrative:
The company representative examined the system and was unable to replicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported a problem with vacuum during a vitrectomy case. Following a 15 minute delay to exchange the system, the procedure was completed with no harm to the patient.